Event description:
An MRI operator injured their fingers when lowering the MRI tabletop with a pt ((B)(6)) to the pt trolley. The trolley was positioned around the pt support and the MRI tabletop was lowered onto it. During this transport, the tabletop dropped a few mm to its final position, while the operator had his fingers between the tabletop and trolley. This resulted in severe bruising of the fingers on both hands. The pt was not injured.

Manufacturer narrative:
(B)(4). Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.